Manufacturer narrative:
The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is my8020. The 510k number is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The information received suggests that the device leaked cytotoxic drug between the join of the texium to the eclipse needle during clinical use from the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The event sample was not received for investigation. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.